Manufacturer narrative:
The last calibration was performed on (B)(6) 2021 and it was acceptable. Qc for ise sodium for both levels 1 and 2 was initially acceptable on (B)(6) 2021 around 12:35, then was out low for both around 04:09. The subsequent qc around 04:25 was back within ranges. Ise potassium and ise chloride qc is ok. The alarm trace from the day of the event showed abnormal aspiration, sample short, and sample clot alarms, which indicate possible issues with sample quality. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer replaced various parts. Calibration and qc were acceptable. This investigation is ongoing. Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received questionable ise indirect na for gen.2 results for 35-40 patients with the cobas 8000 cobas ise module. The following are examples of questionable results for 3 patient samples: sample ID (B)(4): the initial result was 136 mmol/l. The repeated result was 142 mmol/l. Sample ID (B)(4): the initial result was 133 mmol/l. The repeated result was 139 mmol/l. Sample ID (B)(4): the initial result was 136 mmol/l. The repeated result was 142 mmol/l. The questionable results were reported outside of the laboratory. The repeated results were deemed correct. The electrode lot number and expiration date were requested but not provided.